Manufacturer narrative:
(B)(4). Batch # l52f74. The analysis results found that the cdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 6/13/2016 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported on the complaint form that this was a potential adverse event. Please describe any adverse event that occurred to the patient. ¿ the adverse event was that they had to re do the anastomosis, patient to my knowledge is recovering ok. For clarification, the plastic which was reported to be cracked inside the anvil head, was this the white plastic ring which is intended to break during full firing of the device? That¿s correct if no, please provide more detail as to the nature of the cracked plastic. Were there any issues with the firing of the second device? No issues reported.

Event description:
It was reported that during an "ivor lewis oesophagectomy" procedure, when fired, one of the donuts was incomplete. It was also advised that the plastic was cracked inside the anvil head. Another gun was opened and fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.